Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels. Customer loaded cold insulin into cartridge and noticed air gaps in tubing, which reportedly caused elevated blood glucose levels (480 mg/dl). Customer accidentally overcorrected for the high blood glucose level and received a low blood glucose level (55 mg/dl). Customer changed cartridge and infusion set.